Event description:
The complainant reported that the physician was performing a therapeutic radiofrequency ablation (rfa) on the liver of a male patient, using ultra sound guiding, when he found that the thermal lesion was longer than expected. Therefore, he retracted the device and withdrew the needle to check what had happened. The doctor found that a 2cm portion of the needle was missing the insulation coating. The physician obtained another superslim needle electrode and successfully completed this procedure. The complainant indicated that there was no adverse affect on the patient as a result of the reported problem.

Manufacturer narrative:
This device has not yet been received by this manufacturer; consequently an evaluation has not been performed. Therefore, a failure analysis is not available and we are unable to determine of the device met its specifications. Should further relevant details become available, a supplemental medwatch report will be filled under the appropriate sequence number.